Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to liquid contamination on j1001 on the ca board. Contamination was also found throughout the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was no recognizing an ECG signal.